Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection, onset unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported " infection in right side lymph node." Device has been explanted.